Event description:
On (B)(6) 2011 the patient underwent repair of an abdominal aortic aneurysm. A trunk-ipsilateral leg component was deployed but there was not a complete seal causing a proximal type I endoleak. A lunderquist wire was bent to obtain better maneuverability within the patient's anatomy, and placed within an aortic extender component. The device was deployed, but upon removing the catheter, the lunderquist wire is thought to have caught on the aortic extender component pulling the device into the trunk-ipsilateral leg component. The procedure was ended with the proximal type I endoleak still present. The patient will continue to be monitored.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Result: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: according to the gore excluder aaa endoprosthesis featuring c3 instructions for use, patients require appropriate anatomy including a minimum aortic neck length of 15 mm. (B)(4).